Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the programmed system control pcb, user interface pcb and the user interface pcb to system/memory pcb flex cable assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device intermittently boots up to a white screen and powers off. There was no report of pt involvement with the reported issue.